Event description:
Cadd was hung on patient, pump alarmed that there was air in line. Rn re-primed 3 times and could not get the pump to stop alarming that air was in the line. Cadd was isolated and inspected. No visible droplet between bladder and hard case. Cadd was gently rinsed one time to remove drug residue with 60 ml ns, then filled with 100 ml ns. At first inspection there was no leak, but overtime a small pinhole leak was observed above the casing, but still in the general area where the bladder meets the tubing. Drug compounded hydromorphone hcl. A safety event was filed by the rn administering this medication. FDA safety report ID # (B)(4).